Manufacturer narrative:
Per the field service engineer (fse) the customer reported problem was not duplicated, but confirmed that the unit failed primary alarm when the unit was turned on. The fse replaced the cpu board to address the reported problem. Patient information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.